Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functional testing found that the unit had an out of sensing volume message. A cable was replaced to address the condition. During software log analysis multiple "navigation catheter not coupled" and "navigation catheter out of s ensing volume" messages were presented during the registration survey of all four procedures. In all four procedures, the signal along the z axis of the lg remained close to zero, indicting a possible malfunction of one of the input devices: lg catheter, lg cable or lg connector. The recurrence of this issue with two different lg catheters reduces the likelihood of a catheter issue and increases the likelihood of a fault in the lg cable or connector. Analysis also found a significant distance between the lg tip and sewc tip, which may suggest a mechanical decoupling or incorrect length of one of the catheters. No software malfunction was found. It was reported that the procedure was cancelled and the device was outside of magnetic volume. The reported issues were confirmed. The most likely cause traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, out of sensing volume error occurred during registration, leading to the registration points being misaligned to the right of the 3d tree. As a result, the physician was unable to complete the electromagnetic navigational bronchoscopy (enb) portion of the case, and the procedure was aborted while the patient was under anesthesia. It was mentioned that the procedure was reschedule.